Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the (B)(4) that the pt experienced a syncopal episode and brief seizure activity. He was readmitted to the (B)(6) hospital. The cardiologist had the waveforms sent into the manufacturer for review.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.